Event description:
It was reported that patient underwent a revision surgery due to femoral fracture. Following initial surgery, patient recovered well and had returned to his regular activity levels. Patient is suffering from nightmares so has been taking occasional sleeping tablets. He got up during the night of (B)(6) 2017, and unfortunately fell thereby fracturing his femur. Surgeon removed the cpcs stem and cement mantle, as well as the 36mm head and proceeded with a redapt revision stem. As the fracture was extensive, surgeon also made use of 5 accord cables with clamps.

Manufacturer narrative:
(B)(4).